Manufacturer narrative:
The patient experienced the unspecified infection in late (B)(6) 2016. The reported product is an unknown baxter titanium adapter. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a connection issue which led to an infection (unspecified). The cause of the infection was a gap between the transfer set and an unspecified tube. The patient was hospitalized for the infection and was treated with vancomycin (dose, frequency, route and duration not reported) and another unspecified drugs. The patient was discharged from the hospital and recovered from the infection. The action taken was with dianeal therapy was ongoing. No additional information is available.